Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient felt a "pop" a few months ago and began to experience hip pain. Upon surgery, the liner was found to have disassociated from the cup, and showed wear and deformation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient felt a "pop" a few months ago and began to experience hip pain. Upon surgery, the liner was found to have disassociated from the cup, and showed wear and deformation. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. An x-ray was obtained but does not confirm the report or provide root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.